Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the device's memory content showed that the eri status was triggered on the (B)(6) 2015, 2 months after the explantation of this device. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The eri status was triggered after the explantation of the device, most likely due to influences of a cold temperature environment.

Event description:
Device was replaced and upgraded with a dual-chamber pacemaker after 6 years for expected eri. There are no known complaints on the device functionality. Even though the patient stated the device worked appropriately, he still expressed questions related to the device